Manufacturer narrative:
The lens was not returned for evaluation. Only the lens case lid was returned. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was indicated. It is unknown if a qualified handpiece and viscoelastic were used. A root cause could not be determined for the reported lens damage. The lens was not returned for evaluation. A determination cannot be made without physical evaluation of the complaint sample. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol has cracked. The iol was implanted and removed during the initial procedure. Additional information has been requested.